Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of vasoconstriction as listed in the IFU, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5 x 26 mm graftmaster stent and the 4.0 x 26 mm graftmaster stent were used for treatment of a perforation. The 3.5 x 26 mm graftmaster was placed in the posterior tibial artery. After deployment, there was still a proximal leak, therefore the 4.0 x 26 graftmaster was placed sealing the remaining leak. Post-dilatation was performed. Follow-up angiogram demonstrated markedly improved flow throughout the posterior tibial artery with some persistent spasm. Patient was stable and transferred to the critical care for observation. No additional information was provided.